Manufacturer narrative:
This incident will be reported in an abundance of caution due to the device allegedly being defective resulting in a fire. There was no injury alleged with this incident. Insufficient information was provided to determine what if any malfunction had occurred. The device was manufactured by invacare suzhou. However, that facility is no longer in operation therefore the manufacturing location will be selected as sanford. The device was over 14 years old at the time of this incident which is past the 3-year life expectancy listed in the manual. A return was requested but was denied due to the reporter currently conducting their own investigation. If further information becomes available that changes the current findings a follow up medwatch will be submitted.

Event description:
The reporter stated they were handling a property damage claim involving an irc5po2v stationary concentrator. The claim alleges the device was defective causing a fire.